Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the care fusion blue screen. The technical support specialist (tss) set auto login for care fusion application, rebooted the system, deployed the remote support service package, followed the knowledge article "medapplication not launching automatically; station at blue screen" and restarted the rss to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was stuck on the carefusion blue screen. The customer rebooted the station but still issue persist. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.